Event description:
This is filed to report death. This research article was a retrospective study aimed at investigating a potential reduction of the hospitalization rate for heart failure (hf) between 12 and 24 months after inclusion in the mitra-fr trial in patients randomized to the intervention group (transcatheter mitral valve repair (tmvr) with the mitraclip device), as compared with patients randomized to the control group (guideline-directed medical therapy [gdmt]). Complications identified in the study included: unplanned hospitalization due to heart failure and death. In conclusion, this 12-month landmark analysis of the mitra-fr trial showed an almost 2-fold lower annualized hf hospitalization rate between 12 and 24 months in patients treated with tmvr compared with patients treated with gdmt alone, which did not reach statistical significance in the setting of a limited number of events. Details are listed in the attached article titled, " delayed hospitalization for heart failure after transcatheter repair or medical treatment for secondary mitral regurgitation: a landmark analysis of the mitra-fr trial ". No additional information was provided.

Manufacturer narrative:
The devices will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Dates estimated. The UDI number is not known as the part and lot number were not provided. The additional adverse events reported in the article are captured under a separate medwatch report number. Attachment: article titled, "delayed hospitalization for heart failure after transcatheter repair or medical treatment for secondary mitral regurgitation: a landmark analysis of the mitra-fr trial."

Manufacturer narrative:
The products were not returned for analysis. The lot history record (lhr) review and similar complaint review were not performed because this complaint was based on a review article, and no device/lot information was provided. Based on the limited information provided, a cause for the reported death /expired cannot be determined. Death / expired is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.